Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis nurse (pdrn) reported a patient that had a cassette fluid leak during their peritoneal dialysis treatment. There was no patient injury, adverse event, or medical intervention reported. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Due diligence attempts were exhausted, but additional information was not provided. If additional information is provided, a supplemental report will be submitted.